Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/15/2016 to report that they experienced a skin indentation from the sensor on (B)(6) 2015. Patient stated that it was not painful. No additional event information was provided.